Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7079086/7078826.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg system replacement procedure and was doing well postoperatively. The explanted device components were discarded by the facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg system replacement procedure and was doing well postoperatively. The explanted device components were discarded by the facility. Additional information was received that the ipg was no longer taking a charge and the leads had high impedances.